Event description:
It was reported that the patient had experienced persistent hoarseness and some loss of voice since implant surgery and that the surgeon believed the nerve may have been nicked or clipped during surgery. It was reported that the device was programmed on and the patient tolerated that well. No interventions were planned. The patient was seen for follow-up on 05/15/2015 at which time it was reported that the patient's voice returned to normal the prior weekend.

Manufacturer narrative:
(B)(4).